Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5, update section h3, and to provide the completed investigation results. One 6fr 45cm destination sheath and dilator were returned for product evaluation. Visual inspection the sheath was subjected to visual analysis and the sheath shaft was broken from the hub and was stretched. The sheath coils were uncoiling but still connected to the hub. The breakage at the hub was observed under microscope and it was confirmed the sheath shaft had been sheared off due to torqueing. The breakage on the sheath shaft was observed under microscope and the coils were stretched and the proximal end broken from torsional forces. However, a portion of the sheath close to the tip did not have any damage or uncoiling. This portion of the sheath did have a roughness feel on the outside of the sheath and was viewed under microscope. The sheath shaft had small lines identical to scratch marks. The sheath tip and the dilator were observed under microscope and no damage or gross anomalies were seen on the tip. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the combination of the resistance felt, and the torqueing movement may have caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on (B)(6)2020 . The access was antegrade access. Access was gained in the femoral artery and the sheath was fed down the common femoral artery (cfa) toward the superficial femoral artery (sfa), going with the natural flow of blood. The physician felt that there was quite a bit of scar tissue at the groin site. The physician also felt the tip of the sheath was stuck in the area of stenosis, where the physician wanted to intervene.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during a tibial angioplasty while torquing the device it came apart from the hub and the stainless steel unraveled. Additional information was received on 06nov2019. During the case the doctor communicated that he needed to remove the 6fr destination to put in a larger 7fr. The 6fr was pretty tight so as he drew back the sheath, he felt resistance. He continued to pull back and the sheath sheared off at the hub, he grabbed the body of the sheath and removed the rest of the device. There was no adverse event for the patient. Additional information was received on 11nov2019. The patient was in stable condition.